Event description:
It was reported that the patient had a loss of therapeutic effect and had questions about making adjustments. The patient had a follow-up check 2 to 3 weeks ago. It was noted that yesterday the patient started to have leakage. The patient made an adjustment to 3.6 amplitude this morning and it helped the leakage a lot. It was stated that the patient wanted to know what the different programs were for and what a normal amplitude setting was. Additional information received reported that it was great for about the first week or 2 but that was about it and the patient was implanted on (B)(6) 2014. The patient had overactive bladder and was still leaking. It was noted that the patient had been increasing stimulation and they still had leaking. The patient had continuing leakage and was on program 4 at 5.6v. It was reported that this morning the patient even went up to 7.0v but they were feeling stimulation in the rectal area so they decreased stimulation back down to 5.6v. The patient had their manufacturer representative¿s number and would contact their health care provider (hcp) to see if they could set up an appointment.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0l5jx, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reports the patient went to the healthcare provider after the call on (B)(6) 2014 and her device was working well now. The patient said the stimulation was increased at the hcp (healthcare provider) office and her symptoms were much better. The patient said her symptoms were now reduced.

Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. Reprogramming was not needed and the hcp reviewed with the patient to use their control device. No troubleshooting or other actions were taken to resolve the event and it was unknown how the patient was doing now. The patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had an appointment on 2014 (B)(6).